Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. The distal hex tip has sheared off. The tip was returned. The break edge is jagged at the base of the hex feature. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. Cq engineer comments on DHR: the material review report (mrr) was generated for entire lot of 68, not only 2 pcs. The lot was made from 440a instead of 465 ph. Per design change order (dco), 314_23 drawing rev d called out 440a as material specification and es0052 as heat treat specification. This dco changed the material from 440a to 465ph and changed heat treat specification from "heat treat per es0052" to "heat treat h900 (900 degrees f for 4 hours - air cool), hardness to be 53-57 hrc. The reason for this change on the dco was to add new raw material of 465ph for the device that was previously specified to be made from 440a. Per the dco, "testing displayed increased yield torque, more desirable failure mode (hex stripping vs. Hex shear : mt02-144). Heat treat not called out in es0052, and therefore must be specifically called out on the print". Per the dco, this change does not affect the safety or efficacy of the device. Therefore, the work in process (wip) at the supplier nemcomed of 314.23 devices made from 440a was dispositioned use as is. Therefore, review of the device history record and associated dco showed that there are no issues during the manufacture of this product that would contribute to this complaint condition. The previous 440a material was adequate for its intended use, but change to 465ph material improved yield torque, more desirable failure mode (hex stripping vs. Hex shear: mt02-144). The material and relevant material properties were dispositioned use as is at the time of manufacture based on review of the DHR and dco. This complaint is most likely due to cumulative wear or excessive force on this cannulated reusable 14+ year old instrument. Therefore, a material and hardness check were not performed at cq as there is no indication that material or hardness would contribute to this cannulated reusable 14+ year old instrument breaking. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The hex flat to flat distance on the sheared off tip fragment and the inside diameter on the sheared off tip fragment was measured at cq and found to be within specification per relevant drawing. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #314.23, synthes lot #4497348. Release to warehouse date: 29-jan-2003, expiration date: n/a, manufactured by synthes (B)(4). One part was heat treated. These parts were accepted for use. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip pinning procedure on (B)(6) 2017 a cannulated 4.0 mm hexagonal screwdriver shaft's tip broke, as the surgeon attempted to screw down an cannulated screw. Due to the tip breaking, the surgery was delayed a short amount of time (approximately 1 to 2 minutes). All fragments were retrieved from the patient. The patient was reported to be in a stable condition. The results of the surgery were successful. This report involves one device. Concomitant devices reported: cannulated screw. This report is 1 of 1 for (B)(4).